Event description:
Explanting physician reported late seroma and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma -late and capsular contracture baker grade iii.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: seroma late: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Explanting physician reported late seroma and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported late seroma and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late : unable to confirm as it is a medical event not related to the device. Additional observations: yellow biological tissue in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Explanting physician reported late seroma and capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.